Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. An analysis of the customer provided image found the device on a table and the original box, there are no anchors and sutures in the picture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 fell off from the meniscus. Both t implants were secured in the patient when the issue took place, and therefore, had to be removed with tweezers. Surgery was completed with a competitor device from star sports-med. There was a surgical delay of less than 30 minutes, and no further complications were reported.